Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: call was for vent that stopped working producing ambient alarm messages, loudspeaker defective, 485001, 446029, 446024 no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: call was for vent that stopped working producing ambient alarm messages, loudspeaker defective, 485001, 446029, 446024 no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that the device alarmed for tf446024, tf446029, and tf485001 which was confirmed during the logfile analysis. The loudspeaker was defective, and the device switched into ambient mode during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. The root cause of the issue was traced to a defective ffc to the driver board. The component was replaced to correct the issue. The device passed all tests in the service software.

Event description:
The following was reported to hamilton medical ag: call was for vent that stopped working producing ambient alarm messages, loudspeaker defective, 485001, 446029, 446024. No health consequences or impact.